Manufacturer narrative:
The reported events were lead dislodgement and ¿intermittent loss of capture¿. As received, a complete lead was returned in one piece for analysis. The reported event ¿intermittent loss of capture¿ was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The lead was returned with the helix partially extended and clogged with blood/tissue. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification.

Event description:
It was reported that the patient presented with syncope in the emergency room. It was noted that the right ventricular lead had dislodged resulted in intermittent loss of capture. The lead dislodgement was confirmed by x-ray. The lead was explanted and replaced. The patient was in stable condition.